Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 113 mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. It was then advised to change the infusion set. The air bubbles did not persist after the set change. The customer also reported having blood at site and the infusion set not coming off the site. She also mentioned that the insulin pump was dropped on (B)(6) 2014 and the screen being discolored since (B)(6) 2014; she stated she is able to read the display unless the light was off in the room. The product will not be returned for analysis.